Event description:
As surgeon was using trocar during laparoscopic abdominal surgery, he noticed the tip, a white plastic piece about 1/8 inch by 1/8 inch, was no longer on the device. He visually inspected the area where the trocar had been placed and did not see the piece. He opted not to do more invasive exploration and left the piece in the patient.